Event description:
It was reported that the head end dockers are bending when the bed hits the wall causing breakage and failing controls, the 3710 port and zoom system are not protected.

Manufacturer narrative:
Controls failed.